Event description:
Walker tipped over during use, causing pt to fall. Pt sustained a broken right ankle and a sprained left ankle. Pt seen by an orthopedic dr. Pt's right ankle put in a cast and left ankle in a brace.